Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded there was a tear in cusp 3, fibrous pannus ingrowth on the inflow surfaces of cusp 1, fibrous thickening of cusp 3, and a thin layer of fibrin on cusps 2 and 3. There was no evidence of acute inflammation or calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus, fibrin, and tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A 19mm trifecta tissue valve was implanted on (B)(6) 2013 to address aortic fibrosis, moderate insufficiency and moderate-severe stenosis. In (B)(6) 2015, the patient complained of worsening heart failure symptoms. The patient was also was diagnosed with erysipelas which was treated with oral antibiotics. On (B)(6) 2015, the patient was referred to cardiology where an echo revealed leakage with poor cuspal coaptation and vegetation in the non-coronary cusp. The patient was hospitalized for further evaluation. On (B)(6) 2015, the valve was explanted. A non-sjm valve was implanted.

Event description:
A 19mm trifecta tissue valve that was implanted on (B)(6) 2013 was explanted (B)(6) 2015. The reason for the explant was unknown but the physician related the event to the device. A non-sjm valve was implanted.

Manufacturer narrative:
(B)(4).